Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The elective replacement indicator (eri) to end of life (eol) window was shorter than expected, but the device still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached explant status. Approximately three years earlier, the remaining longevity was displayed as 8.5 years. No faults or codes were observed during the device check. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A replacement procedure was being scheduled. Should additional information become available this report will be updated.